Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after receiving a vibratory patient notified from their implantable cardioverter defibrillator. Interrogation of the device revealed that the right ventricular lead pacing impedance was high and out of range. Additionally, the right ventricular lead impedance had been rising. The lead was capped and replaced on (B)(6) 2020, and the patient was in stable condition.